Event description:
Olympus was informed that during a diagnostic laparoscopic surgery on (B)(6) 1992, a piece of the laparoscope, allegedly manufactured either by olympus america inc or karl storz endoscopy, broke off and was left in the pt's body. The pt had postoperative nausea and was admitted overnight for observation. The pt was discharged the next day. Add'l tests were performed and were nonconclusive. On (B)(6) 2012, a diagnostic laparoscopy surgery was performed to remove the foreign object from the pt. Upon examination, the foreign object was identified by the user facility as a rod lens. The lens was most likely from the tip of a laparoscope but a model could not be determined due to the fact that laparoscopes from 1992 are no longer available.

Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info. The physician would not provide any info due to pending litigation. No device was available for eval due to the length of time, 20 years, between the pt's procedure and the discovery of this alleged rod lens inside the pt's cavity. This report is being submitted as a medical device report in an excess of caution.